Event description:
It was reported that when a patient presented in clinic, multiple episodes of ventricular fibrillation due to lead noise were observed. The noise was reproducible with arm movement. The lead was capped above the yoke and replaced. The patient was fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pin measuring 11.1cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.